Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified mid to distal right coronary artery. A 2.50 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device lot number corrected from 0021615252 to 21234711. Device expiration date corrected from 07/08/2019 to 03/28/2019. Device manufactured date corrected from 01/09/2018 to 09/29/2017. Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified damage. The distal end of the stent was stretched in a distal direction with struts pulled over the distal markerband. On the 14th proximal row, a sent strut is lifted. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified mid to distal right coronary artery. A 2.50 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.